Event description:
Event description guidant received information that the patient with this pacemaker was diagnosed with oesophageal cancer. During a surgical procedure it was noted that the patient went into atrial fibrillation, and this pacemaker was found to have been depleted. At the time of the occurrence, this device was six years old. The device was eventually removed and replaced with another device.